Manufacturer narrative:
(B)(4).

Event description:
The nurse indicated that she has issues with partial pocket fills in pumps, even when she has the needle in the port. She stated that she can get "backwash" or "backsplash" from the injection, as the drug injected into the port of the pump can shoot backwards into the pocket during pump refills. Additional information has been requested; a follow-up report will be sent if information becomes available.